Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, which is off-label usage of the device. Around july ((B)(6) 2025), patient reported he was sleeping and woke up and with his left side of the body not moving. The cgm was reported to be inaccurate during this event. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. A family member took the patient to the hospital, but no further details could be documented about the event. The patient's final diagnosis remained unclear at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).